Event description:
The customer reported hearing a loud sound coming from the cooling chamber and the screen went black with the message: call service.

Manufacturer narrative:
Conclusions - the customer reported hearing a loud sound coming from the cooling chamber and the screen went black with the message: call service. The service engineer found that the converter group (B)(4) was defective. The problem was resolved after replacement of the converter group. This component has no exceptional or increased failure rate. There is no need for a mandatory field action.